Event description:
It was reported that during an open pancreatoduodenectomy, all staples closest to the cut line on the right side were unformed at the 1st firing. As the unformed staple line was on the specimen side, additional repair was not performed. The target tissue was the gastric body close to the duodenum. The staple height was blue. The surgeon did not wait after clamping the target tissue prior to the firing. After that, another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Was the surgeon and o.r. Staff thoroughly in-serviced on the steps of use prior to the use of the ntlc? ---yes. Was the sales rep present during the surgeons first few cases to insure the instrument was used in accordance with the IFU? ---yes. Was the rep present for this case? ---no. Was the cartridge loaded with the retaining cap on? ---no information. Was there an attempt to load the cartridge proximal end first (like en endocutter)? ---no information. Did anyone move the firing knob to the left or right after loading the device but before firing? ---no information. Was the instrument fired across or near an existing staple line or clip? ---no information. Were any unexpected noises heard? If so, when? ---no information. Were any of the forces higher or lower than expected (closing, firing, or opening)? ---no information. Was there any difficulty removing the device from the tissue? ---no. During the operation, what was the appearance of the staple line (intact, malformed staple, etc)? ---malformed staple. What were the quality and/or thickness of the tissue in the area where the device was fired? (Friable, thin, regular, thick, etc.)? ---no information. Was a leak test completed? ---no information. If the device locked out, did it lock out on tissue or prior to use on tissue? ---n/a. Was there an inspection of the staple line on both sides of the tissue (i.e., anterior / posterior)?---no information. Was the firing to close an ostomy? ---no. Is a pathology specimen and/or report available? ---no. Was another stapling device involved? (I.e., cdh, tl, tx, etc.) ---no information. What were the patients pre-op diagnosis and/or pre-existing conditions that could have impacted the patients health/surgical outcome? ---no information. How long has the surgeon been using this device for this procedure? ---no information what predicate device was used by the surgeon? ---no information. Was there a recent conversion to ees devices in this account or with this surgeon? ---no information.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition and with a reload loaded in the device. The reload was returned fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.